Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/12/2019. Philips customer support suggested to the customer to remove and examine the gds. When no abnormalities were seen, then proceeded to isolate the blower and performed functional tests, which all passed. Customer assumed it might be either one of the white tubes was misaligned or the crimp was not crimping the hose properly. The customer reseated the hoses and clamps from the outlet to blower to the gas delivery system (gds) to address the issue.

Event description:
The customer reported failed system leak test. Patient/user involvement: no patient involvement.